Event description:
The technician alleged that the brake casters swivel around while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters and swivel locks to resolve the issue.